Event description:
It was reported that the patient suffered a fall and received many shocks due to the lead fracturing.

Manufacturer narrative:
Analysis found that the lead exhibited normal electrical characteristics. The insulation was abraded due to friction with the ICD can. Also noted was damage that occurred at the time of explant.